Manufacturer narrative:
The customer provided patient retrospective database was reviewed by a spacelabs lead software engineer. A 42 beat episode of ventricular tachycardia (vtach) was located for the event time. There was an associate alarm record for this vtach event. Since the complaint event was appropriately classified as an alarm as documented in the ics database and alarm indicators operated according to specifications when tested onsite by a spacelabs field service engineer, we know of no reason that audible and visual alarm indications would not have been present at the event time. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that on (B)(6) 2015 at 12:40 a.m. A telemetry patient monitored with transmitter model 90347, receiver module model 90478 and central monitor model 91387-38 experienced a run of ventricular tachycardia (vtach) and there was no alarm. No one was injured as a result of this event.

Manufacturer narrative:
Onsite testing of the involved devices confirmed the equipment performed to specifications. Spacelabs has launched an investigation into this event and will file a complete report when the investigation is finished. H3 other text : placeholder